Event description:
It was reported the patient developed an infection. The lead was removed. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the lead was returned in segments, analyzed and no anomalies were found. It was noted that all the conductors were stretched and there was apparent explant damage. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.